Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64002, lot# n434139 , implanted: (B)(6) 2015, product type: adapter. Product ID: 3387s-40, lot# v120700, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
The friends/family of the patient reported that the patient had felt shocking/jolting in the arm, left shoulder and head since implant ((B)(6) 2015). The indications for use (ifus) were essential tremor and movement disorders. Further follow-up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the health care provider (hcp) examined the patient and there were no changes to the patient's symptoms. An impedance measurement was performed and all impedances were within normal limits. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) reported that the patient reported a shocking sensation to his doctor. The rep did not know what led to the event and the issue was identified by the patient telling is doctor. The doctor's assistant called the rep asking him to see the patient the week after (B)(6) 2015 to assess the implanted system. It was not considered an emergency and no surgical intervention occurred or was planned. The physician attempted to order a MRI for the patient, but could not get cooperation from her local radiology department. No further information could be obtained as the hcp would call if or when further assistance was needed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported a chest x-ray was done and an MRI was attempted. An electroencephalogram was ordered as symptoms were suspicious for partial seizures.